Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. Customer reports they were able to clear the alarm. Customer able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed motor error during basic occlusion test due to force sensor resistor damaged by moisture. Unable to perform prime/a33 test, occlusion test or excessive no delivery test due to motor error alarms.